Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. However, the insulin pump was received stuck in a loop for the motor error alarm during a bolus or basal delivery. No alarm for a motor encoder position error could be confirmed due to an erased history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The insulin pump was received with minor scratches on the display window.

Event description:
Customer reported the insulin pump alarmed motor error during prime. Customer's blood glucose was 96 mg/dl. Customer does not recall any previous significant event that may have caused the device to alarm. Customer reported he had a bone scan but he did not have the device on but was in the same room, when asked if the device was exposed to an MRI. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.